Event description:
It was reported that the patient was having flu-like symptoms and it was thought that there was a possible fracture on the patient's lead. The right atrial (ra) lead was noted to have possible intermittent non-physiologic oversensing and inappropriate mode switching was occurring. The lead and the implantable pulse generator (ipg) remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c4tr01 ipg, implanted: (B)(6) 2012; 419388 lead, implanted: (B)(6) 2003. (B)(4).